Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown urological procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the reservoir bag was swelled quickly when the drain suction was attempted to start. The exact place of air leak in the reservoir was unknown. The reservoir was changed to another like device and the suction was performed properly. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. All components are in place and in good condition as well as the end device functioned properly. Root cause could not be determined. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.